Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this system exhibited shocking impedance measurements greater than 200 ohms. A review of the device data revealed the measurements have been out of range for approximately one year. Reprogramming was performed and the patient was going to be set up with remote monitoring. No adverse patient effects were reported.